Event description:
This washer sterilizer is a pass-through device with doors on each end to allow the dirty load, in a wire basket, to enter the chamber through the load door, and the cleaned-sterilized load to exit through the unload door. A conveyor feeds the baskets to the load side of this device. Chronology: tuesday 08/24/1999- operator was injured. He was treated in the emergency room and sent home. Event was reported to steris. Thursday 08/26/1999- regulatory affairs received a hotline call informing them of details of the 08/24 event. Thursday 08/26/1999- regulatory affairs researched service repair history of the device. Thursday 08/26/1999- steris' tech talked to the injured operator who had returned to work. Friday 08/27/1999- regulatory affairs requested and received a copy of the typed accident report from the steris tech who responded to this event. Event: the operator was attempting to manually load a basket into the washer sterilizer. Before he could insert that basket he tried to remove a basin that had fallen from the previous basket and was still inside the washer sterilizer. The operator placed his arm and hand inside the chamber while the door was lowering. While his arm and hand were under the door, the door closed on his hand. His hand remained under the door for approx 10 to 15 seconds before another hosp employee pushed the raise button on the control which lifted the door above his hand. Note: steris has been unable to determine with certainty some details of this event because the operator walked away from the sevice tech after tech began questioning the operator about the event. The operator had 2nd and 3rd degree burns on his left hand. Root cause of the event: operator error caused this event. The injured operator did not observe this warning which, service tech says was given to the operators of this washer sterilizer last year. Warning: avoid personal injury from door closing. Do not reach into the sterilizer unless the door is blocked open with the safety bar attached behind the front panel. Also be sure wing panel is in the out position. The safety bar would have prevented the door from lowering and the wing panel would also have prevented the door from closing on his hand. The operator did not use the safety bar or push the wing panel to the out position. Further evidence of operator error is the fact that other operators at this hosp continued to safely operate the same washer sterilizer after his hand was injured. In fact this unit was being used by other hosp employees when the steris service tech arrived to investigate this event. Tech found the washer sterilizer was working correctly on the day of the accident and two days later when he returned to talk to the injured operator.